Event description:
The doctor indicated implant fracture at tooth site # 36. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (61849621) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (61849621) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period ¿ 10 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.